Manufacturer narrative:
Rejected this emdr because there was a duplicate.

Event description:
Patient was revised due to elevated metal ion levels. Update: (B)(6) 2012 litigation papers allege patient suffers from cobalt and/or chromium poisoning and constant pain. Patient is a resident of (B)(6). Update: (B)(6) 2012 - plaintiff's preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update: (B)(6) 2012 - patient fact sheet was received. The part and lot numbers for the left hip have been added and updated.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.